Event description:
It was reported that a "patient called inquiring about recalls. She then communicated her rod has migrated and she has contacted a lawyer. She does not know which product she has implanted and stated her attorney has her implant sheet."

Manufacturer narrative:
Device not received for evaluation.

Manufacturer narrative:
Method: risk assessment. Method: this unknown rod cannot be confirmed to have migrated post-op since there is not enough information available to properly assess the event. Further information was requested; however, the sales rep was unable to provide any additional information. Therefore, we cannot conclusively determine the nature or cause of this event. Conclusion: the customer called to report that the rod had migrated, but there was no identifying information provided. Therefore the exact root cause cannot be determined and is likely multifactorial.

Event description:
It was reported that a "patient called inquiring about recalls. She then communicated her rod has migrated and she has contacted a lawyer. She does not know which product she has implanted and stated her attorney has her implant sheet."